Event description:
It was reported a patient fell off a "jackson table".

Manufacturer narrative:
Contacted user facility. Details unavailable due to legal issues.

Event description:
It was reported a patient fell off a "jackson table".